Event description:
It was reported the patient had an infection and was treated with antibiotics. The onset of the infection was unknown, although it reportedly began between the time of implant and the date of current report. It was also reported that while the patient was meeting with the physician a perceivable temperature increase was noted when the implant was on. The physician and patient ¿felt warmth¿ and turned the device off while the patient had blood work done. It was reported upon return the device returned to normal temperature. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported a manufacturer representative saw the patient yesterday and there was no issue any further.